Event description:
Pt was revised to address loose tibial components.

Manufacturer narrative:
Eval was not possible, as the prods were not returned. A search of the complaint database did not reveal any other reports for the mfg lots. The initial reporting indicated the prods were not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening. No evidence was found suggesting prod error was a contributing factor and the need for corrective action is not indicated. Based on the investigation findings, the need for corrective action is not indicated. Should the prods and/or add'l info be rec'd, the investigation will be re-opened.